Event description:
It was reported that a patient implanted with an abbott device passed away. Remote monitoring noted episodes of noise resulting in oversensing were also observed on the device. The cause of death and any device relation to the patient's death remain unknown at this time. Further information was requested, but is not yet available.